Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. Product code: 04.019.000s, lot no: 7818p68, manufacturing site: mezzovico, release to warehouse date: 06 oct 2023, expiration date: 01 oct 2033. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that multiloc end cap f/multiloc hn/phn exten was found stripped at the threads, a fragment of the thread still remain attached to component. It is not unreasonable that the condition identified in visual analysis would contribute to assembling issues. A dimensional inspection for the multiloc end cap f/multiloc hn/phn exten was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Per the surgical technique multiloc humeral nailing system se_810199 rev. Ab section end cap insertion (2. Insert end cap). Use the sd25 stardrive screwdriver to tighten the end cap securely. The end cap must be inserted securely below the humeral head surface to avoid impingement. If in doubt, choose a shorter end cap. To reduce the chance of cross-threading, turn the end cap counterclockwise until the thread of the end cap aligns with the nail. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the multiloc end cap f/multiloc hn/phn exten would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2024, the patient underwent an unknown surgery. The surgeon inserted the end cap in question several times at different angles, but could not insert it completely, only to hear a metallic sound. The surgeon took out that end cap and inserted a 2mm one in the same way, and it was inserted smoothly. The surgeon indicated that something must be wrong with the product. The surgery was completed successfully with no surgical delay. No further information is available. This report is for one (1) ti multiloc end cap f/multiloc nail/0mm extension-sterile this is report 1 of 1 for complaint (B)(4).